Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, the right ventricular lead exhibited loss of capture. The lead was capped and replaced. The patient's condition was stable.